Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had rainbow effect, brighter light making screen harder to read. The customer stated that insulin pump had crack around reservoir compartment window, had to change battery in less than 7 days. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the operating currents, self test and displacement test. No charge or battery less than expected anomaly and no missing segment anomaly noted during test. Device received with minor scratched lcd window, cracked reservoir tube lip, cracked reservoir tube window and cracked case reservoir tube window corner. The p-cap locks into the reservoir compartment properly noted. (B)(4).